Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (adjust belt and check te pad messages, damaged electrode belt connector) has been confirmed. Upon investigation, the monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. The root cause for the broken connector was physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) to zoll manufacturing corporation reported that a patient was experiencing adjust belt and check te pad messages and the monitor had a damaged electrode belt connector.